Manufacturer narrative:
Product ID, 3889-33 lot# va00bkj, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy173221h) showed no anomaly found. Final analysis of lead model 3889-33 showed lead body conductors short between circuits (overstress/damage). Intermittent short between # 0 and # 3 circuits located between the proximal tine and the proximal marker band where the insulation is broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "frequent" shocking over the last several weeks; meaning she felt it "more than she did before." On the report date, she turned stimulation up to cover the incontinence and the patient stated she "felt nervous and agitated." However, when she turned it down it did "not work as well." Also on the report date, she was shocked "so bad that it curled her right leg up and she almost fell" as she was leaving a store. Additional information has been requested and will be reported if received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va00bkj, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received noted that the patient noted loss of therapy effect. Also noted occasional shocking down leg especially when going through security sensors at (B)(6). The device was explanted and replaced.